Event description:
Patient presented back to the physician with an infection at the chest incision. Physician brought the patient into the or and removed the entire inspire system, flushed the chest incision site with antibiotics, and closed. Physician prescribed oral antibiotics after the procedure.

Event description:
Patient presented to the ER physician with an open chest incision which the physician suspects the patient was picking at. Physician brought the patient into the or, removed sutures, washed out the pocket thoroughly, and re-sutured the device.